Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva 22ga 1.00in y w/ cap was unable to retract out the safety mechanism completely. The following information was provided by the initial reporter: I/v cannula inserted by a&e staff. Post insertion, unable to retract out the safety mechanism completely. I/v cannula removed. Safety mechanism managed to be retracted fully by staff after much manipulation.

Event description:
It was reported that the bd nexiva 22ga 1.00in y w/ cap was unable to retract out the safety mechanism completely. The following information was provided by the initial reporter: I/v cannula inserted by a&e staff. Post insertion, unable to retract out the safety mechanism completely. I/v cannula removed. Safety mechanism managed to be retracted fully by staff after much manipulation.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval: yes. D.10. Returned to manufacturer on: 31-may-2022. H.6. Investigation summary: our quality engineer inspected the sample submitted for evaluation. Bd received one used 22gx1.00in single port nexiva device fully retracted and decoupled from the wing adapter. The visual inspection revealed the presence of adhesive on the catheter adapter and in the tip shield. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to the adhesive dispensing system. Preventative maintenance (pm) is performed to maintain and ensure proper functioning of equipment. Pm records were verified to be up to date during production of this lot. Additionally, operators perform in process sampling, checking for retraction and adhesive per the sampling plan. Adhesive dispensers are also challenged and inspected per our quality plan. A device history record review showed no non-conformances associated with this issue during the production of this batch.